Event description:
Rti germany received additional information indicating the following: on an unknown date, the 48-year-old female patient underwent a dental procedure at tooth site #16. A copasky implant manufactured by bredent medical was placed in position 16 at 20 n.cm and the cover screw was fixed by manual screwing at <l0n.cm. Puros® allograft blend particles (size 0.25-1mm, 1cm³) and a copios pericardium membrane 15x20 mm were implanted and maintained by six impacted pins. On (B)(6) 2022, six months post-operatively, the physician reported that the patient had almost complete loss of guided bone regeneration. The surgery was completed with a bredent copa implant. To date, no additional information has been provided to rti germany.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza20040015. One departure from standard operating procedures was noted during the records re-review for the lot. Exceedance drying temperature - product not directly affected from this non-conformance. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 230 copios pericardium membrane xenografts from lot nza20040015 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. The event constitutes 'failure of the implant' for the allograft. A causality assessment regarding the copios membrane was not provided by the doctor. Per rti germany's investigation results, the puros® allograft blend particles and the copios pericardium membrane were manufactured to specification and met all acceptance / inspection criteria prior to distribution. This case also involves several other implanted materials. It is more plausible that the patient's adverse event was associated with a source or event extrinsic to the rti grafts.

Event description:
On 01/19/2023, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from (B)(6). The reported complaint indicated that the patient underwent a dental procedure on an unknown date with placement of puros blend particles and a copios pericardium membrane. The patient returned for follow-up six months post-operatively and was found to have almost complete loss of the guided bone regeneration. The surgery was revised with a bredent copa implant. To date, no additional information has been provided to rti germany for review.

Manufacturer narrative:
A comprehensive records re-review is in process. Upon completion of the complaint investigation, a follow-up med watch report will be submitted.